Event description:
It was reported that the customer had a blood glucose level in the 500 mg/dl range. The customer stated that her insulin pump's reservoir compartment was cracked, had a piece missing, and was no longer holding the reservoir securely. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at display window corners, and minor scratches on lcd window.